Event description:
Customer reported that he experienced low blood glucose of 47 mg/dl; treated by eating crackers. Customer reported that he received a weak signal alert. During troubleshoot the communication between the transmitter and the insulin pump eas reestablished. Customer stated that after that the sensor glucose reading was 40 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.